Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7088018.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.